Event description:
It was reported that the insulin pump was returned for an unknown reason. Customer's blood glucose level was not reported.

Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self-test, unexpected restart error test, basic occlusion test and displacement test. Unable to prime unit during prime/compromised force sensor system test due to faulty force sensor resistor. Unable to perform occlusion test or excessive no delivery test due to prime anomaly. Unit received with minor scratches on lcd window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.